Event description:
After procedure and perclose place, would not disengage. Manufacturer response for perclose prostyle device, (brand not provided) (per site reporter) took report of problem, sent no charge replacement.